Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective pain relief with their scs system approximately a month ago. As a result, surgical intervention was undertaken wherein the lead was replaced. Effective therapy was restored postoperatively.